Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the customer was using batteries from 2019, which are past their 2 year replacement threshold. Stryker recommended the customer replace their device's batteries to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is turning off intermittently without touching the power button. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.